Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her doctor told her she could resume normal activities after four weeks after implant. She had been doing aerobics. In (B)(6) 2015, around christmas time, the coating on the lead split and the patient had sudden shocking and burning in her legs. She experienced stimulation in the wrong location, shocking, and uncomfortable stimulation. She was going to have a revision surgery. No potential event cause, troubleshooting, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.